Event description:
It was reported that during a thyroid case, the patient was intubated using an emg tube (8229707) ¿when the doctor stimulated the nerve, he got no waveform and the sound he got was the same sound on regular tissue as it was when he was on the nerve. He could visualize the nerve and feels that this is a false negative. The doctor did not know what the stimulus return was showing.¿ there was no patient impact. Biomed confirmed that after this occurred they ran a test with the patient simulator and the nim; the system worked according to expectations. There was no malfunction alleged against the nim system.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product evaluation: when received for analysis, there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide] and t ape on the main tube which is consistent with intubation. Observations: the reported event may occur if the impedance of the circuits were out of specification or short circuited. There were no signs of physical damage or anomalies in the construction of the device. When compared to the harness assembly drawing: the resistance of the electrodes from end to end shall be less than 200 ohms and the actual measurement of each circuit are as follows; red 22 ohms, red [w/white band] 29 ohms, blue 21 ohms, and blue [w/white band] 39 ohms. There were no open circuits and no out of specification condition. There were no shorts between circuits and no intermittent behavior while manipulating the tube and wires. When viewed under magnification, there were no cracks in the electrode contacts.